Event description:
It was reported that a bur broke in the attachment. It was also reported that there were no adverse consequences. No further information available at this time.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.